Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed dates from (B)(6) 2014. The black box and histories for the event on (B)(6) 2014 have been overwritten. Frequent ¿empty cartridge¿ alarms were not observed in the history. During testing, an empty cartridge alarm was duplicated and the pump alarmed appropriately. The empty cartridge alarm did not recur after it was confirmed. The history settings issue was not duplicated during investigation. The pump information had been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump emitted repeated empty cartridge alarms that when confirmed would reoccur in less than a minute. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.